Event description:
According to the rptr: the instrument did not staple correctly. Some staples remained in the magazine, some did not form in a "b" shape. There was no bleeding or tissue loss. The staple line was over sewed and surgery time was extended by approx 30 mins.

Manufacturer narrative:
Initial report sent to FDA on 08/26/2008.